Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-site (ss) fenestrated bipolar forceps instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was returned, measuring roughly 8.09¿ x 5.00¿ in size. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-site (ss) fenestrated bipolar forceps instrument tip became open while suturing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the jaws of the instrument were stuck open due to the jaw being loose. The instrument was removed and checked, and the tip did not fit, and the tip part was loose. The customer tried to align the jaw, but it wouldn't fit, so they stopped using it to prevent to fall the tip inside body. The issue did not result in the cannula being removed with the instrument.